Event description:
A nurse at the customer site reported that "the intellivue mx800 patient monitor is not able to read spo2". It is unknown whether the device was in use monitoring a patient at the time of the reported issue. No death or patient/user injury or harm was reported.